Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during device change out physician observed insulation deterioration (damage) and due to patient being pacemaker dependent it was decided best to replace lead. The rv (right ventricular) lead was capped and replaced. No patient complications were reported as a result of this event.